Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the eye tracking stopped during surgery due to a calculation error in the right eye of a patient. Additionally, the pachymetry server suddenly reported an error and had to be shut down, as indicated by a windows message. Subsequently, the optical coherence topography stopped working, and pachymetry measurements ceased. This issue was resolved by completely restarting the laser. There was patient contact but no patient impact. There are two related reports for this patient. This report addresses the patient (B)(6)'s right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the system but could not confirm the pachymeter issue. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The laser was started at 06:46 am and the energy-check was started at 07:13 am only allowing for a warm-up time of twenty seven minutes. According to the quick start up manual the system needs a warm-up time of 30 minutes. The system passed successfully all initialization steps. The user performed the gas change, skipped the scanner test (last scanner test: 29-feb-2024) and performed the needed energy check and eyetracker test without any issue. The fluence test was performed with a measured depth of 69.3 microns. The user has not repeated the energy check but has repeated the fluence test. The second fluence were performed successfully with a measured depth of 64.6 microns. After performing the fluence test the laser asks the user whether the fluence test is within the specification (¿confirm that the depth is within the valid range.¿). The user selected "no". However, the measured depth of the second fluence test was in specification. The user has not repeated the energy check but has repeated the fluence test. The third fluence test were performed without issue with an measurement of 64.6 microns. The logfile shows twenty four successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment was performed successfully with 1 interruption (break time 14259 ms). The laser system interrupted the treatment around 3.5 seconds after the start of the treatment because it could no longer detect the patient's pupil. This may be due to various reasons (patients eye anatomy, patient rolls eye). After the surgeon changed the settings of the infrared light emitting devices of the laser system, the eye tracker was able to detect and center the patient's pupil and the treatment could be continued and finished after around eleven seconds. The eye tracker was activated for the entire treatment time. 6339 shots were requested, 6339 shots were fired. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The reported pachymetry error is not visible in the logfiles. The system was working within specification. The root cause of the reported pachymeter issue could not be determined conclusively. After restarting the system, the issue was fixed. Most probably it was a one-time event. The root cause of the reported eyetracker issue could not be determined conclusively, as it could depend on multiple factors. It cannot be determined whether the room conditions or the patients anatomy (pupil size etc.) Were in range. The manufacturer internal reference number is: (B)(4).